Manufacturer narrative:
Related MDR report # mw5162350. B5, h6: add: 2917. B5, h6: add: 2917.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level. Voluntary medwatch received reported: our daughter's tandem t-slim control iq insulin pump "malfunctioned" for the second time in four months today. At the time it happened her blood sugar was around 137. She told me 3 to 5 months after it happened and I called tandem customer care at 1 (877) 801-6907. I gave them the serial number and they confirmed this is the second time the pump has malfunctioned and given code number 12-ox-2071. At this point our daughter's bg (blood glucose level had skyrocket to 307 with two arrows up. I requested a replacement pump after telling them we were "uncomfortable" with this one. I also told "her" that we have to press the buttons harder than we used to. She said "well if it happens again, we can record it and possibly replace it.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.